Event description:
It was reported that while using bd vacutainer® sst¿, the customer observed poor barrier separation with ten (10) tubes. One (1) specimen needed to be recollected. No patient or user impact was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. D9: returned to manufacturer on: 19-jan-2026. H.3 device eval by manufacturer? Yes. Investigation summary: bd received 2 photos and 24 samples for investigation. The photos were reviewed and poor barrier separation was observed. In addition, 24 returned samples were visually inspected for gel defects, and none of the samples failed. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, the customer observed poor barrier separation with ten (10) tubes. One (1) specimen needed to be recollected. No patient or user impact was reported.